Event description:
New information received stated that on june 21st, 2019, the right ventricular lead was explanted and replaced successfully. The patient condition was stable throughout the event.

Manufacturer narrative:
Analysis found a partial lead was returned in two pieces. The connector piece measured 11.6 cm and the distal piece measured 40.8 cm of insulation and 45.6 cm of ptfe liner and inner coil. Internal insulation abrasion and explant damage breaching the ring electrode (re) cables lumen were found at 9.9 cm to 10.1 cm, 10.9 cm to 11.2 cm, and 15.2 cm to 15.8 cm from the distal tip. External insulation abrasion breaching the superior vena cava (svc) cables lumen was noted at 28.4 cm to 29.1 cm from the distal tip. The external abrasion found was consistent with friction to another implant device or feature of the heart. Internal insulation abrasions breaching the svc cables lumen were noted at 21.0 cm to 21.1 cm and 21.4 cm to 21.5 cm from the distal tip. Internal insulation abrasion breaching re cables lumen was noted at 20.5 cm to 20.6 cm from the distal tip. The re cable etfe coating was abraded in the internal insulation abrasion at 20.5 cm to 20.6 cm from the distal tip. Other damages found were consistent with procedural damage. The cause of the reported event was isolated to the internal abrasion breaching re cables lumen in which both re cables etfe coating being abraded under the svc shock coil.

Event description:
It was reported that the patient presented remotely via merlin.net on (B)(6) 2019 with episodes of ventricular fibrillation or right ventricular lead noise from (B)(6) 2019. Upon reviewing the episode and accompanying electromyogram, the qrs complex can been seen through the noise. On (B)(6) the patient was brought in clinic for a pulse generator system check. The physician elected to schedule the patient for a pulse generator system extraction and replacement. The patient was not dependent on the device and did not report any adverse effects.